Event description:
Boston scientific received information that this left ventricular (lv) lead did exhibit loss of capture. The local area sales representative stated that evidence suggests that this lead had become dislodged. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Most recently, information was received confirming that this lv lead was explanted and was subsequently discarded in the operating room. No further information is expected. The investigation regarding this report is considered closed.